Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. They were unable to verify the dim light/faint display due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 87 mg/dl. The customer stated that the display was dim like the display was disappearing. The battery status was okay and the pump was not exposed to moisture or dropped/bumped. The customer tried to bolus but she could not see anything on the screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.